Manufacturer narrative:
(B)(4). D10: unknown durom shell, unknown head, unknown head adapter. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to an unknown reason. Attempts have been made, and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet ¿ (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet ¿ (B)(4).